Manufacturer narrative:
Pt info was not available at the time of this report. System eval will be reported upon completion.

Event description:
Site was having problems with the software on this system running slow, then exiting out, which made it difficult to navigate with medtronic navigation's fusion system. Site did not abort use of the system and there was no impact to the pt outcome.